Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight, rounded; actual (B)(6). Stent: 2.5 x 18 mm xience v((B)(4)); other: (B)(4) e-turn y-connector. The device was received. Investigation is not yet complete. The 2.5 x 18 mm xience v ((B)(4)) is being filed under a separate MFR number.

Event description:
Subsequent to filing the initial medwatch report, additional information was received clarifying that resistance was met during advancement of the xience v stent delivery system in the guide catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system found blood visible on the entire length of the device and in the guide wire lumen, consistent with the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. There were flared struts in the first row of proximal struts. There was no other damage noted to the sds. The tip length and stent outer diameters were measured and met manufacturing criteria. The sds was advanced through a new rhv and during removal; there was resistance between the flared struts and the distal end of the rhv, confirming the reported information. Factors which may contribute to difficulty advancing and retracting the sds with the guiding catheter/rhv include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter/rhv, the rhv not fully opened, or damage to the guiding catheter/rhv. In this case, it is possible an interaction with the guiding catheter during advancement may have resulted in an interaction with the stent implant that could have caused damage to the stent as there was no damage noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. During retraction of the sds, the damaged stent struts would have interacted with the rhv, causing resistance and further contributing to the damage noted to the stent. It is unknown when the stent dislodged from the first sds; however as it was not reported with the incident information; it is possible the stent dislodged during packaging, handling and return to abbott vascular for analysis. The reported difficulty removing the sds and noted stent damage appear to be related to the operational context of the procedure; however, a conclusive cause for the difficulty positioning the sds in the guiding catheter could not be determined. A review of the lot history record (lhr)and a query of the complaint handling database indicates there are no lot specific product quality deficiencies. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.

Event description:
It was reported that during the procedure, a 2.5 x 18 mm xience v (lot 0052141) was advanced but could not reach the target lesion, then during removal from the anatomy, the stent implant met resistance at the non-abbott y-connector. After removal from the anatomy it was noted that the stent proximal strut was flared. There was no reported patient effect. A new 2.5 x 18 mm xience v (lot 0051441) was attempted but could not reach the lesion, and met resistance during removal from the anatomy at the same location of the non-abbott y-connector. The xience v was removed from anatomy with the y-connector. There was no reported patient effect. A 2.5 x 23 mm xience v stent implant was used to complete the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.